Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's pump was turned off for approximately 5 months while using an alternate form of therapy. Reportedly, when the customer turned the pump back on, the data was missing from the pump history. Additionally, it was reported that the pump date and time had been reset. There was no impact to the customer's blood glucose level.